Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up and down buttons get stuck. The customer¿s blood glucose level was unknown. Customer states the scroll bar is not moving with no input. The buttons on insulin pump had no response on the first push and sometime there was but not always. The customer was advised that the insulin pump will need to be replaced. The customer was asked to discontinue use of the insulin pump and revert to backup plan as per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).